Manufacturer narrative:
The device expiration date was on december 12, 2015; however, there is no information if the device was used prior to expiration date or not. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was placed during a gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient had infection at the entrance of peg area. Reportedly, the patient has already received an antibiotic treatment because of the infection. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.